Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 305 mg/dl.

Manufacturer narrative:
B4. B4.